Event description:
Patient reported he was not able to put new batteries in his pump. The pump shut off he had no power and did not know how to infuse via gravity. Infusion rn was not available, pt stated he only received 15 minutes of his infusion. Md aware of missed infusion. Pt reported no side effects to missed infusion. Pt reported no side effects to missed infusion. Consent to contact the patient's hcp was not asked. All known info is contained on this form. Reported to (B)(6) by pt/caregiver.